Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: I have a defective IV tubing kit that broke apart while in use.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22016117, d.4. Medical device expiration date: 25-jan-2025, d.10. Device available for eval: yes, d.10. Returned to manufacturer on: 02-may-2022, h.4. Device manufacture date: 20-jan-2022. H.6. Investigation summary: a sample was received and tested by our quality team. The customer's complaint of separation was immediately verified upon initial visual examination. The tubing was separated at the silicone pump segment where the set is to be inserted into infusion pump. The tubing and retaining ring were measured with calipers and were within the manufacturer's design specs. The root cause of this failure is most likely due to excessive tensile force applied when loading into pump. A device history record review for model 2420-0007 lot number 22016117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: I have a defective IV tubing kit that broke apart while in use.